Event description:
In 2008, the patient reported that a few days ago, she noticed moisture in the cartridge compartment of her insulin infusion device. She stated it is getting worse and, although she dried the compartment earlier, it is now wet again. She said she has had elevated blood glucose readings up to 274 mg/dl with her target range being 100-135 mg/dl. Symptoms are fatigue and blurred vision and she corrects her readings by bolusing insulin through her infusion device. During troubleshooting, the patient stated she does not attach the adapter and tubing to the cartridge prior to inserting the cartridge into her device. The proper procedure to change the cartridge was reviewed with the patient. She stated that piston rod is green in color and there is no debris near the piston. No alarms or errors have been received. The patient was assisted in setting up and switching to her backup infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.